Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that they were unable to prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: there were multiple loss of prime warnings observed in the black box with low non zero and zero force. The pump exercised for 24 hours with no loss of prime issues observed. The pump passed a force calibration check. The alleged issue could not be duplicated.